Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional, which led to a surgical intervention. No patient complications were reported. No components were removed or replaced.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to b5 describe event or problem.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional, which led to device explant. A new aus was not implanted. No patient complications were reported.